Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were experiencing pain in the middle of their back and the issue began about 2 weeks ago. Patient was having a lot of pain in their thoracic area and the pain was unbearable. Patient also mentioned they were feeling an ant or tingling feeling in their right side of their hand and right side of their face. Patient was feeling numbness that they didn't have before. Patient also mentioned they would feel shock when they would cough and mentioned it was not unbearable and would happen for a couple minutes then go away but it was nothing excruciating. Patient denied the shock being uncomfortable. Patient also mentioned they were confused and ordered manuals previously. Patient only had 1 meeting with their representative for education on the equipment and patient was in severe pain so patient didn't remember much from the meeting. Patient received the manuals and was reviewing youtube videos for their equipment. Agent redirected patient to their hcp to address the issue.